Event description:
It was reported that the patient recently lost a significant amount of weight and has since experienced constant pain at the implantable pulse generator (ipg) site. The patient was admitted and underwent a revision procedure in which the ipg was repositioned. The patient is doing well post operatively and will be released after a few days.